Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported they had one patient that they thought was a baby going through withdrawal. The baby had the pulse ox and the white band on to secure the pulse ox. The baby scratched his other foot with the sharp end of the hard plastic on the securement device he cut himself and had a scant amount of blood. The pulse ox just does not stick as well, so we use the securement devices and it can cut the babies.